Event description:
Additional information was received from the patient reporting that what led to the por message was that it 'needed to be reset'. After resetting, the por message was cleared at the time, however it was back again and they were working on it. The patient re-reported issues previously reported, and stated the implant was charged. They did troubleshooting over the call and were able to clear the por screen and turn the implant back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's programmer would not sync with the ins because of the por message and they were unable to charge the ins. The patient was instructed to sync the programmer with the ins. The patient confirmed the programmer powered on but when they synced with the ins they received the charge neurostimulator battery screen. The patient started a charging session for the ins with the recharger. The patient saw an informational por message appear. The patient bypassed the por message and it was confirmed they were charging the ins with 6 coupling boxes and the ins battery was blinking on the 1st quartile. The patient had also seen the thermometer screen suddenly when charging in the past. It was advised the patient continue charging their ins. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: unknown, product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that power on reset¿(por) displayed, since (B)(6) 2021 after they got a replacement for a lost desktop charger cord, so the therapy is not on/working. They attempted to check for information/warning por, but encountered issues with the programmer.¿the patient programmer kept powering off after displaying the splash screen despite using appropriate alkaline batteries.